Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit won't stay charged; abrupt shut down was confirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The root cause of the reported issue was identified as an internal li-ion battery failure and probe failure. The scanner shuts down prematurely when ac power is removed. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, unit won't stay charged; abrupt shut down.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, unit won't stay charged; abrupt shut down.